Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to contamination of the battery charger. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was malfunctioning. The pt was issued a replacement battery charger/modem.